Manufacturer narrative:
Final analysis found normal battery depletion.

Event description:
It was reported that during a routine follow-up, the pulse generator exhibited premature battery depletion. The device was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.